Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, damage to the insulin pump, and an unexpected suspension [low sensor glucose]. The customer reported a blood glucose value of 20.1 mmol/l. The customer reported hyperglycemia, muscle weakness, nausea, and fatigue, which were treated with hospitalization. The troubleshooting was performed, but the issue was unresolved. The event involved product(s) mmt-1885. The customer reported physical damage (a crack or scratch) on the pump not related to the retainer ring. The customer has been using the insulin pump system within 48 hours of a reported high blood glucose event. No further patient complications were reported. Mmt-1885 was requested and the customer responded that the device would be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Under delivery anomaly not confirmed. The pump recognized the water filled reservoir installed into the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. After the 2.0 unit fill cannula was completed, selected the suspend all delivery feature on the pump. The pump's delivery was suspended, and the pump was monitored. There was no water exited the infusion set. The pump communicated properly with the glucose sensor simulator and the guardian link 3 transmitter. In the pump's alert settings, the low alert was set to 5.0 mmol/l. After the pump completed warm up and calibration, the pump was able to display the test bg value 5.0 mmol/l. No communication anomaly or calibration anomaly noted. The "alert on low" alert and the suspend on low alarm functions properly during testing. There was no unexpected suspend on low anomaly or "alerts on high" alert noted during testing. Unexpected suspend [low sg] anomaly not confirmed. The pump was received with a cracked belt clip rail. The customer applies adhesive on the belt clip rails. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, and scratched keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 10-jun-2024 in the pump history file. 06/10/2024 10:36:40.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) 06/10/2024 10:42:49.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) 06/10/2024 10:42:49.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) 06/10/2024 12:39:27.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 58000 (5.8 u) bolusamountdelivered: 58000 (5.8 u) 06/10/2024 12:45:29.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 33000 (3.3 u) bolusamountdelivered: 33000 (3.3 u) 06/10/2024 13:37:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 06/10/2024 13:47:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 06/10/2024 13:57:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 06/10/2024 14:02:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 06/10/2024 14:07:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) please see below for the daily total of all insulin delivered on the event date 10-jun-2024 in the pump history file. 06/11/2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 06/10/2024 00:00:00.000 dailytotalofallinsulindelivered: 495750 (49.575 u) dailytotalofbasalinsulindelivered: 150750 (15.075 u) dailytotalofbolusinsulindelivered: 345000 (34.5 u) there were no auto suspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 10-jun-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 10-jun-2024 in the pump history file. 06/04/2024 07:45:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/04/2024 07:46:24.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/05/2024 10:22:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 06/05/2024 10:38:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 06/06/2024 10:28:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 06/06/2024 19:59:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) 06/06/2024 20:26:41.000 batteryremoved (55) 06/06/2024 20:26:41.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 06/06/2024 20:27:02.000 batteryinserted (44) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump communicated properly with the glucose sensor simulator and the guardian link 3 transmitter. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 6/11/2024 4:25:59 pm. There was no power data available for the date of 06/06/2024. Unable to check power data for low battery alert, and replace batt alert/changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Nodelivery (7) alarm - not confirmed. Lostsensor1alert (780) - not confirmed. Lowbatteryalert (104) - unknown. Changebatteryfault (73) - unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Cosmetic damage was confirmed at the back of the pump (cracked belt clip rail). Unexpected suspend [low sg] anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.